Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011: the patient was preoperatively diagnosed with degenerative disc disease; lumbar 3-4, 4-5 and underwent the following procedure: transforaminal lumbar interbody fusion (tlif) lumbar 3-4, instrumented posterior lateral fusion (plf) lumbar 3-4-5 bilaterally, decompression l3-4-5 nerve roots bilaterally in which rh-bmp2 was used. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.